Event description:
No removal tool with patient to remove infusion tubing. Md contacted pyng medical corp. For info on removing infusion tubing. In 2004 pyng medical corp. (Pmc) was contacted by a dr regarding removing the fast1 system infusion tubing. In 2005 pyng medical corp. (Pmc) was contacted by a dr regarding removing the fast1 system infusion tubing. The dr. Informed pmc that the infusion tubing was likely in the pt for over a week. The pt had been transferred from another facility and the removal tool was not with the pt. Pmc informed the dr that with the absence of the removal tool, the infusion tubing could be removed from the pt with a small incision. Pmc followed-up with the dr in 2005. Dr. Informed pmc that the tubing including the metal portal tip was removed from the pt and that the pt was stable. No info of the insertion or the prior facility. No further action, filed closed.